Event description:
On 3/20/98 at 1623. 8 fr narrowflex iab placed with usual technique connected to heparinized pressure bag with balloon console as usual. Pt transported to ccu. At 1810 great difficulty with blood drew aspiration with iab intra-lumen with loss of waveform. 20cc blood aspirated- 1st 10cc syringe full of cottage-cheese like clot. 2nd 10cc syringe with blood. No evidence of clot. Waveform would not return. Md notified in cath lab. At 1830- no longer able to aspirate. No returns.